Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058. Corrected data: d8 was this device serviced by a third party?: previously reported as no ; updated to unknown.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have lung tumor. The medical intervention that the patient received in response to the reported event is currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged to have lung tumor. No medical intervention was reported. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. No errors were found. The manufacturer concludes that the customers allegation of sound abatement foam could not be confirmed and there was no visible foam degradation. Section d4 unique identifier (UDI) # corrected. Section g1 updated. Section d8, d9, h2, h3 and h6 has been updated.